Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
T was reported that the patient the patient experienced a low flow alarm over night. The pump speed was 5000 rpm and the flow decreased from 3.5 lpm to 0 lpm. A computed tomography (CT) scan was performed and found no kinks but did find a renal embolism and splenic infarcts. A ramp test was performed and increased the pump speed to 6000 rpm. It was suspected that the pump had ingested a thrombus. A pump exchange was performed on 08nov2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), revealed a thrombus formation within the rotor, which could have contributed to the reported drop in pump flow to 0.0 liters per minute (lpm) confirmed in the submitted log files. Additionally, a specific cause for the reported renal embolism and splenic infarcts could not be conclusively determined. A direct correlation between these events and (B)(6), as well as a direct correlation to the confirmed rotor thrombus could not be conclusively established. Hm3 lvas, serial number (B)(6), was returned with the pump cable severed approximately 8.5¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly on (B)(6), a red, tissue-like deposition was found fully occluding the rotor eye and partially extending into each of the rotor¿s vanes. Although the deposition was well formed, the non-laminated structure as well as its lack of adherence to the pump rotor surfaces suggests that it likely did not form in the rotor and was ingested into the pump. The specific origin of the thrombus as well as a duration of time for which it was present in the pump could not be conclusively determined through this evaluation. Although a specific cause for the observed thrombus formation could not be conclusively determined through this evaluation, the deposition was obstructing a significant portion of the blood flow path in this location and could have contributed to the reported decrease in pump flow confirmed through the submitted log files. Visual examination of the pump¿s remaining blood contacting surfaces revealed no further evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Evaluation of the retrieved log files revealed a decrease in pump flow to 0.0 liters per minute (lpm). These findings appeared consistent with the reported events, the events captured in the submitted log files, and the finding of an occlusive deposition within the vanes and eye of the rotor. Despite the observed decrease in flow, the pump appeared to have functioned as intended throughout the duration of the retrieved data. Upon removal of the rotor deposition, (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU lists potential adverse events, including pump thrombosis and peripheral thromboembolic event, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was noted the patient exhibited fatigue.